Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported thick ablations following lasik flap creation additional information requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities. Laser was successfully verified prior to and after the day of treatment. After the day of the event fse (field service engineer) adjusted the depth of ablation, the measured depth of ablation was within specifications. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).